Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a fusiform 5.0 cm in diameter thoracic aortic aneurysm with a saccular/penetrating atherosclerotic ulcer approximately six months ago. The aneurysm was 158 mm in length; mural thrombus present in the aneurysm neck; 34 mm proximal aortic neck; 40 mm distal aortic neck; 42 mm proximal neck length from the top of the arch to the proximal aneurysm; 24 mm proximal neck length from the bottom of the arch to the proximal aneurysm; 48 degree angle using the descending aorta and main axis and the center of the arch; 42 mm aortic diameter at the celiac axis; 9mm bilateral external iliac arteries; 13 mm right common iliac diameter; 14 mm left common iliac diameter; mild access tortuosity and calcification; severe aorta tortuosity. Current vessel morphology was reported as a 7.1 cm aneurysm. The patient had a prior infrarenal endovascular repair of an abdominal aortic aneurysm repair (distal aorta and common iliac arteries) on an unknown date. The patient showed renal insufficiency which was assessed by the physician to be related to the study procedure not the study device. A month ago, the renal insufficiency resolved with diet and medication avoidance. Follow up cts showed aneurysmal dilatation (diameter is 7.1 cm compared to 5.7 cm on prior exam) involving the thoracic and proximal abdominal aorta extending to the level of the superior mesenteric artery; type ib thoracic endoleak, thoracic aneurysmal dilatation, severe proximal celiac and left renal artery stenosis, and a left upper lobe mass, none of which could be repaired endovascularly because of the dilatation of the thoracoabdominal aorta and absence of any neck proximal to the celiac artery. The physician assessed that these events were related to the study device and study procedure. There was no evidence of stent graft kinking, twisting, misaligned deployment, or connecting bar fractures. Currently, the patient had a conversion to open repair and explant of the proximal thoracic aortic stent graft with replacement with a tube graft; an endarterectomy of the proximal celiac artery to correct the proximal stenosis with placement of a dacron graft; and the removal of the renal artery with a ptfe graft replacement in the left renal artery. Good doppler sounds were heard in the celiac and left renal artery after the procedure. No additional clinical sequelae were reported and the patient is fine. Evaluation summary: from the examination of the returned devices the likely cause of the increased taa size appears to be due to a distal type I endoleak, caused by disease progression with dilatation of the thoracic aorta distal to the stent graft. However, several fabric tears observed on both explanted stent grafts may have also contributed to the taa expansion. Most notably, a 19 mm length tear was seen at the mid-length of the proximal stent graft running in-line with the connecting bar. Near this tear a fractured stent ring was observed at the distal apex of the 4th covered spring, near to where the stent crosses the connecting bar. X-ray's returned confirmed that this fracture occurred in-vivo; no stent fracture was seen at the 2 week follow-up, however this fracture was observed at the x-ray imaged just prior to explant (at 6-months). Several other smaller tears were observed on proximal main #1, including 2 fabric cuts likely occurring during excision of the stent graft. A 4.5 mm length abrasion tear was also observed on proximal main #2, along the c-bar just below the junction of the stent grafts. The exact timing and cause of the fracture and tears are uncertain. It is unknown if any of these holes were the source of an endoleak, since the lack of contrast did not allow for the evaluation of a possible endoleak, and during the conversion the device was reported to be well sealed proximally with no endoleak. Also, the examination found that many of the holes appeared to have been covered by tissue/thrombus.

Event description:
A review of the x-ray images confirmed that this fracture occurred in-vivo; no stent fracture was seen at the 2 week follow-up, however, this fracture was observed on the x-ray imaged just prior to explant (at 6-months). The returned films also showed that the connecting bar of the proximal stent graft, coursing along the inside curvature, was sharply angulated near the 2nd covered spring. Severe c-bar angulation and contact with a stent crown has been shown to lead to stent fractures in long term fatigue tests. It is possible that the high angulation of the c-bar increased the force and movement of it relative to the graft fabric and the body stent, resulting in the stent fracture and eventual fabric tear. After the 4th covered stent fractured, it is likely that abrasion from the edges of the fractured stent likely produced the 19 mm lengthwise tear and the other smaller fabric holes located near the fracture.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: film evaluation.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (conversion to open repair, endoleak, renal failure). Patient's condition affected effectiveness of device (disease progression; distal neck dilatation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (disease progression; distal neck dilatation).

Event description:
Additional information was received as follows. Approximately six months post implant an unknown endoleak was discovered, which resulted in the conversion to an open repair which resolved the event on the same day. The investigator assessed this event to be related to the study procedure and the study device. At the same time the patient experienced pulmonary complications, which resulted in prolonged hospitalization and intensive respiratory therapy. The patient recovered approximately two weeks later. The investigator assessed this event to be related to the study procedure but not the study device. Five days after the above event the patient experienced renal function complications, which resulted in prolonged hospitalization and IV hydration. The patient recovered three weeks later. The investigator assessed this event to be related to the study procedure but not the study device.